Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier instrument was unable to hold the clip. The customer attempted to grasp it, but was unable to. A backup instrument of the same kind was used to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The incident occurred while surgeon attempted to clamp on a vessel or tissue bundle. The clip became dislodged, and it fell into the patient. The clip was retrieved in the same procedure. Surgeon used a hem-o-lok clip with the clip applier instrument, and a medium-large clip was used for vessel or structure clipping. The issue was resolved with a backup instrument used.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips did not have cracking damage.